Event description:
It was reported that during an ovarian cyst operation, the bleeding greatly exceeded the planned amount of bleeding and it became difficult to stop the bleeding. Postoperative intraperitoneal bleeding was also observed.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in (B)(6) through mcs abbott (B)(4) affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist device (lvad), serial number (B)(4), and the report of bleeding could not conclusively be determined through this evaluation. The patient remained ongoing on (B)(4) following this event. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii lvas. This document also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.